Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This device was previously reported under 0001822565-2017-07671. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00148, 001822565-2017-07672-2.

Event description:
It was reported that the patient underwent left total hip revision approximately 3 years post initial surgery due to pain caused by a pseudotumor consistent with trunnionosis, tissue necrosis, metallosis, elevated ion levels, and in-vivo corrosion due to implant wear. Attempts have been made, and no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event could not be confirmed based on information received. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified the conical taper shows a circumferential ring pattern and dark debris. The polished outer surface exhibits surface damage/scuffs. DHR review indicates the device was manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. Primary operative notes state that the acetabular was placed in and no additional fixation needed. Femur placed and excellent stability and range of motion were obtained. Revision operative notes were not provided. Legal notes provided state intraoperative findings from the revision include necrosis and pseudotumor, and removal of necrotic tissue. Femoral head revealed corrosion of the head-neck junction. It was noted that it was very clear there was a buildup of corrosion products at the proximal aspect of the trunnion and there was some black discoloration of the entire trunnion itself. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.